Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer mentioned sensor glucose versus blood glucose differences as well as a bent sensor cannula on (B)(6) 2018. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned but the sensor will be returned for analysis.